Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed err69, err 179, and err 214 on (B)(6) 2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available.